Event description:
Having a problem with the biopsy sample getting stuck in the needle, and not able to retrieve it. The pathology department was unable to render a diagnosis, due to the quality of the core in 19 cases. Several pts required a second biopsy.

Manufacturer narrative:
No complaint sample was provided to the (B) (4) manufacturing facility for evaluation. Consequently, the investigation could not evaluate the quality of the sample in regards to the reported failure mode. A review of complaint data did not identify any trend with this or similar failure modes. A review of applicable manufacturing procedures did not identify any issues that may have contributed to the failure mode. A review of all applicable documentation did not identify any issues that may have contributed to the reported failure mode. The current quality plan requirement for catalog code 741-17903 were reviewed and determined to be adequate and appropriate for the identification of defects in regards to the complaint failure mode. Since no root cause identified, a corrective action could not be evaluated for this complaint. As a preventive action, all applicable manufacturing and quality personnel will be notified of this failure model to heighten awareness and minimize any potential impact from the manufacturing process. This information has been added to the (B) (4) quality tracing system for trending purposes and will continue to be monitored for further occurrences of similar nature.